Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported loose or intermittent connection/inefficient hemostasis valve were not confirmed. Analysis of the returned device found that the thumb advancer was deployed and the plunger was disengaged. The safety release button was in the distal position. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for loose or intermittent connection/inefficient hemostasis valve reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, after having placed the exchange sheath, a backflow of blood was observed (inefficient hemostasis valve) and it was not possible to connect the starclose se device onto the sheath. The starclose se was not used. Manual arterial compression was performed for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.